Manufacturer narrative:
Photos provided show an implanted intraocular lens (iol). Cloudiness is observed over the iol optic. One photo also shows a mark line near the centre of the optic. The complainant has not specified type of damage observed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A director-neuro opthal & sr. Consultant reported that in the postoperative slit lamp examination, lens was found in visibly bad condition. The lens remains implanted in the patient's eye. There are two medical device reports associated with this patient. This report is 2 of 2.